Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: specific number of sutures that broke in this procedure------according to the surgeon, there were multiple breaks on one suture in this operation. How long was the surgery delayed?----the surgery was delayed a little, but the surgeon didn't remember the exact time were there any unexpected outcomes or complications as a result of the prolonged surgery time?----unk. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain.---no. Suture product family/product code and lot number----unk.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The one suture strand broke multiple times when sewing in an unknown surgery. Changed another one to complete the surgery. Surgery was delayed a little, but the surgeon didn't remember the exact time and no changes in patient post op care. No additional information could be provided. There were no adverse patient consequences reported.